Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose was 142 mg/dl. Troubleshooting was done. Customer stated it shows three motor error alarms on the screen. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.